Event description:
Note: the date of event is unknown. According to the complainant, during the procedure, the catheter was leaking from the tip and the physician could not inject contrast. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "okay".

Manufacturer narrative:
Received one rx ercp cannula tapered tip inside a ziploc bag. Residue was present on the device to indicate use. A visual evaluation found that the working length was bent slightly. The edges of the guidewire channel were peeled out slightly in multiple places along the working length most likely due to damage during attempted use. The outer diameter of the bonded joint was measured and found to be within the manufacturing specification. A functional evaluation was performed by injecting water through the device, which leaked at the proximal end of the bonded joint. During the functional evaluation water could be injected through the device without issue. Customer complaint of the device leaking confirmed. The most probable root cause is that during manufacturing the joint between the two extrusions was not bonded correctly, which caused the device to leak.